Event description:
The consumer reported using the prod for three to four hrs on her lower back. When the patch was removed, the consumer described skin removal under the area worn. The consumer consulted with her doctor two days following the incident and treated the area with triple antibiotic ointment and bandages.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.